Event description:
Capio suture capturing device lot # 26992944 and ref # (B)(4) device misfire. Had to use three devices all from the same lot and reference number. 3 capio devices and packaging saved.